Manufacturer narrative:
In previous report type of complaint was product problem but after pms decision type of complain is updated/corrected. Box b and h updated/corrected.

Manufacturer narrative:
The device information has been updated in this report. In this report, box d, g, h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged chronic bronchitis. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.